Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient year of birth, 1934. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3, and challenging anatomy. Three clips were implanted on the mitral valve, reducing the mr to 2. Visualization was noted to be difficult while placing the clip. Two additional clips were implanted on the tricuspid valve. On (B)(6) 2016, it was found that the third mitral valve clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at 2. No additional treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be identified which clip had detached from the leaflet; therefore, a lot history record (lhr) review was performed for all three lots: lot #: 60714u110, unique device identifier (UDI) number: ((B)(4), date of manufacture: 15-jul-2016; expiration date: 15-jul-2017. Lot #: 60715u146, unique device identifier (UDI) number: (B)(4), date of manufacture: 15-jul-2016; expiration date: 15-jul-2017. Lot #: 60628u155, unique device identifier (UDI) number: (B)(4), date of manufacture: 28-jun-2016; expiration date: 28-jun-2017. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology, as the prolapsed anterior leaflet likely affected the leaflets insertion in the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.